Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading rose as high as 563 mg/dl, which was treated with manual injections. The customer noted that the insulin pump had hit the ground recently, and about a day later, the device started to alarm no delivery. The most recent blood glucose reading was 168 mg/dl. She advised that the no delivery alarm was resolved by an infusion set change and declined to return the supplies for analysis. Upon troubleshooting, the insulin pump passed both the self test and displacement test. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.